Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a cortisone injection earlier and experienced dizziness; when she checked her blood glucose, it was 446 mg/dl. The patient treated via manual insulin injection. Her blood glucose decreased to 386 mg/dl but then increased to 489 mg/dl. The patient then changed her entire set. During troubleshooting the previous infusion set cannula was not bent. The insulin pump passed the self test as well. The insulin pump was not returned for analysis.